Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "patient was maxed out on medications on double chamber pump. While changing bag, stop was pressed on one of the chambers, and the pump made a continuous beep and stopped infusing in both chambers. The pump screen stated "please clamp the line and disconnect the cassette from patient", "device malfunction" and other codes. Second rn had to quickly retrieve another pump and re-prime. Next, one of the old IV tubing broke off in the new tubing at the clave. The clave is integral to the tubing: it is all part of the same device. Said medication had to be hung for a third time. During this event the patient's blood [pressure dropped, was re-started on pressors. Our facility is having multiple problems with this IV tubing and multiple lot numbers are affected." Upon further query, the customer contact reported a delay of critical therapy following difficulty in disconnection; subsequently device breakage. On an unspecified date, the option-lok male adapter of a primary tubing set was connected to the patient's IV access site and was being used to deliver an unspecified concentration of levophed, at a rate of 25mcg/min via channel b of the symbiq pump. The option-lok male adapter of a second primary tubing set was connected to the distal clave y-site of the first primary tubing set, to deliver an unspecified concentration of neosynephrine, at a rate of 300mcg/min, via channel a of the symbiq pump. It was reported that the medications were delivering at the maximum allowable rate according to the drug library. The customer contact indicated that the patient had been receiving the neosynephrine and levophed for 2 days with a baseline blood pressure (bp) of 60-80mmhg systolic. On (B)(6) 2012 at 1431, it was reported that channel a of the pump alarmed for end of infusion and the device continued to deliver at the programmed rate according to the drug library. It was reported after the nurse entered the patient's room with a new neosynephrine solution container, and the nurse noticed channel a displayed a whitescreen and that both channels had reportedly shut down and were not responding. It was reported that the cassette doors on both channels a and ba on the pump could not be opened; therefore, the tubing sets could not be removed. It was reported the nurse was unable to disconnect to the option-lok male adapter of the second primary tubing set from the clave y-site of the first primary tubing set; subsequently, the option-lok male adapter broke off inside the clave y-site of the first primary tubing set. It was reported that the tubing sets were clamped proximal and distal to the cassette. The tubing sets were then cut in order to move the pump out of the way. At 1435, the therapies were resumed using a replacement pump and tubing sets. The customer contact reported that there was a 4 to 5 minute delay in resuming the therapies. It was reported that once the therapies were restarted, the patient's bp returned to 60mmhg systolic. It was reported that the patient maintained this status; however, the family was informed that the patient was not perfusing. On (B)(6) 2012 at 0130, it was reported the family withdrew care and the patient expired. It was not specified if an autopsy was completed. The customer contact indicated pump did ot cause the patient's death. The quality assurance manager at the user facility has indicated that this was a conditional case because of the patient's medical history. "This is a conditional case, if the situation was different, it would have been the pumps fault". Though requested, no additional information was provided.